Event description:
Patient reported experiencing elevated blood glucose reading of 407 mg/dl. Patient's target blood glucose range is 135-150 mg/dl. Patient stated he was attempting to give himself a bolus of 13 units when he noticed wetness from insulin running down his leg. Patient reported no outside medical assistance was needed; was able to self-treat. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.